Manufacturer narrative:
Analysis of lead and stylet revealed that body of the lead was stretched and the stylet was able to withdrawn from the lead body. The main component of the system and other applicable components are: product ID: 309101, lot# 51026433, implanted: (B)(6) 2017, product type: screening device. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that it was not certain which lead was having problems. Both leads were opened at the same time and placed on sterile field by office staff. During the removal of the needle, one of the stylets became stuck inside the lead and could not be removed. So they had to remove the entire lead which caused the patient to be stuck again with another needle. They replaced the lead with another from the same lot, and that stylet was also difficult to remove, but they were able to remove it. The lead was stretched out during the process of removing the stylet. The lead was functional even though it was stretched. Lead had to be replaced and caused an unnecessary needle stick for the patient. They were not sure which lead was the problem, so that was why, they included both and returned the unused product per customer request. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.